Manufacturer narrative:
Diasorin molecular received a complaint on the simplexa covid-19 direct assay mol4150 lot# 13041n for a suspected false negative on an unknown number of patient samples that were positive on the biofire respiratory panel assay. As of 8/30/22, run files from the alleged false negative results have not been provided and no competitor results were provided to compare. Batch record review showed the critical component, reaction mix mol4151 lot# 13351n met all qc release criteria prior to kit release. Positive controls were detected in quadruplicate for all targets with an s gene avg CT = 26.6 and orf1ab avg CT = 26.9. No false negatives occurred. No malfunctions occurred during qc release testing. Retains of the suspected device were tested on 8/16/22 with 14 replicates (2 discs of 7 pc each) of mol4160 positive control. Both times the targets were detected on all replicates (s gene = 27.1, 26.7 / orf1ab = 27.0, 26.9). No false negatives occurred. No malfunctions occurred. Potential causes for the false negative results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from the assay procedure outlined in the package insert. It is not possible to determine a definitive root cause at this time. As per ifuk.en.mol4150, "negative results do no preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information" and per the limitations section, item 3, "false-negative results may occur if the viruses are present at a level that is below the analytical sensitivity of the assay or if the virus has genomic mutations, insertions, deletions, or rearrangements or if performed very early in the course of illness." This is the 1st complaint for false negative on mol4150 lot# 13041n.

Event description:
Diasorin molecular received a complaint on the simplexa covid-19 direct assay mol4150 lot# 13041n for a suspected false negative on an unknown number of patient samples that were positive on the biofire respiratory panel assay. The customer confirmed the suspected false negative results were not reported to the diagnosing physician or clinician. No alleged harm occurred.